Event description:
It was reported that the patient experienced inadequate stimulation due to their spinal cord stimulation (scs) lead migrating. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a system explant procedure where their devices were explanted. The patient is reportedly recovering. The devices were discarded and not returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073074. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073075. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073094.